Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated due to pocket pain. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was uncomfortable. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be done at this time.

Event description:
A report was received that the patient's ipg was uncomfortable. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was uncomfortable. The patient will undergo an explant procedure.